Event description:
The customer's nurse reported hospitalization due to low blood glucose. The customer's blood glucose reading was 20 mg/dl. The customer's blood glucose during hospitalization was 41 mg/dl. The customer was treated with a manual injection in the ambulance. A few days later the customer reported that the insulin was squirting out when setting up a new infusion set. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.